Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of manufacturing records for the finished good lot found no discrepancies when the device was released to stock. A review of quality records for the component involved in this complaint found that the component met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found that the catheter material was broken and the internal wires were broken. Due to the condition of the device as it was returned, no functional testing was possible. Based on their evaluation of the device, the supplier was able to confirm the complaint and determined the cause of failure to be related to mishandling of the catheter. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
It was reported by the ous affiliate, that a cable on a microsensor was broken when nurse connected with generator. No extended surgery. No people involved.